Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a stabilization procedure at t12-l2, the right screw kept sliding off. Screw was undone again and it was visible that the first sleeve was deformed. A new rod and a new sleeve were used but the rod was still movable. Surgeon did not want to exchange the screw. It was reported that it was visible that there were two different sleeve designs. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment. During use, if the rod is not completely reduced and the sleeve is placed with too much force the rod can bend. All sleeves submitted for evaluation are equivalent and can be used with uss. The inspection of the material and manufacturing document has shown that the devices were manufactured according to the ao/asif specifications. No product fault could be detected.